Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported the patient had worsening bilateral lower extremity cellulitis. It was noted the patient experienced leg swelling, chest pain, nausea, abdominal pain, and diarrhea. It was reported the patient was prescribed IV vancomycin, albuterol, atrovent, and IV solu-medrol. It was noted the patient¿s symptoms resolved without sequelae on 2010-(B)(6). It was reported the patient had peripheral pitting edema in their legs and difficulty breathing. It was noted the patient was prescribed furosemide. It was reported the patient¿s symptoms resolved without sequelae on 2010-(B)(6).